Manufacturer narrative:
Date sent: 02/21/2008. Eval summary: the analysis results found that the er420 instrument was returned with the jaws over twisted. The instrument was cycled and ejected the remaining clips due to the condition of the jaws. The instrument locked out as intended. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a gastric bypass procedure, the device was scissoring the clips. The clips were falling out of the device. This occurred with three devices. They finally pulled a competitors device to complete the procedure. There were no pt consequences reported. One device will be returned.